Manufacturer narrative:
The customer was requesting assistance in understanding why there were so many failed paging attempts. The customer did not allege a device malfunction of the bedside device or central station, which is the primary alarming device. The senior lead support engineer reviewed the provided emergin paging logs and found that 65 alarm messages were processed for bed 314 sent to cisco device extensions: 64073, 64074, 64075, 64076, 64077, 64078, 64079, 64080, 64081 from (B)(6) 2014 @ 8:37:51 to (B)(6) 2014 @ 9:48:03 pm. He concluded that the system worked as designed/intended. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer was requesting assistance in understanding why there were so many failed paging attempts. The customer did not allege a device malfunction of the bedside device or central station, which is the primary alarming device. This is being reported as a death. The customer stated that the patient was resusitated but later expired. No further information is available.